Manufacturer narrative:
Additional information was received that nothing happened during the procedure to cause the pulmonary embolism. It was noted that the physician attributed it to being a heavy smoker and not quitting prior to surgery. The patient was being treated with coumadin and was reportedly doing well.

Event description:
A report was received that the patient was hospitalized due to shortness of breath. The patient was diagnosed with pulmonary embolisms. It was noted that the patient had a permanent implant procedure before the event had occur. The physician believed that the event was procedure related. The patient was being treated at the hospital.

Event description:
A report was received that the patient was hospitalized due to shortness of breath. The patient was diagnosed with pulmonary embolisms. It was noted that the patient had a permanent implant procedure before the event had occur. The physician believed that the event was procedure related. The patient was being treated at the hospital.